Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed large air bubbles in the luer lock. The customer's blood glucose level was 200 mg/dl. Tandem technical support recommended for the user to prime the tubing to remove air bubbles. The customer declined to troubleshoot.